Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to the adc glucose meter not powering on with button or test strip insertion, due to corroded battery contacts. The customer experienced loss of consciousness and was taken to the hospital; however, no further information was provided. There was no report of death or permanent injury associated with this event.